Event description:
It was reported that low r-wave sensing was observed a weeks after implant. The physician decided to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.